Event description:
It was reported that during a da vinci partial nephrectomy procedure, the image through the right and left eye high resolution stereo viewer (hrsv) (high resolution stereo viewer) was dark. The site installed a new light guide, a new illuminator bulb and adjusted the brightness; however, the dark image issue persisted. With the assistance of an isi technical support engineer (tse) the site re-white balanced the cameral control unit (ccu); however, the image through the hrsv remained dark. The tse recommended that the site install a second endoscope and illuminator, and call isi back if the issue remained. The site called back to report that the procedure was converted to traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer found that the customer reported failure mode was attributed to defective light guide cables. Functional testing of both light guide cables revealed that they emitted between 10 to 50 lumens. The cable ends were observed to be discolored and one end is missing the lens. Functional testing of the illuminator bulb found that it is within specification as it emitted 2006 lumens. The light guide cable provides a path to focus light from the illuminator into the light ports of the endoscope. The system was repaired by replacing the affected light guide cable. As of june 25, 2009, there have been no reported recurrences of the issue at this hospital.